Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction stopping all insulin delivery. There was no reported impact to customer's blood glucose level. Customer stated they have not tested their blood glucose level. Customer indicated they have back up manual injections for continued insulin therapy.